Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2021, a 29mm portico transcatheter aortic valve was implanted. On an unknown date the patient presented with heart failure symptoms, shortness of breath, and dyspnea on exertion. On (B)(6) 2025, the valve appeared to be 7-8mm from the non-coronary cusp (ncc) with a moderate-severe perivalvular leak present according to echocardiogram (echo). A 26mm non-abbott valve was implanted valve-in-valve. The perivalvular leak was treated and the patient's gradient was 5 mmhg. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. Possible causes for pvl include sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Patient presented with heart failure symptoms, shortness of breath, and dyspnea on exertion. The implant depth was 7-8 mm from the non-coronary cusp. Based on all available information, the reported pvl could not be conclusively determined. It is possible patient conditions. However, this cannot be confirmed. The reported surgical intervention is the result of case-specific circumstances, as valve-in-valve was performed.